Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported that this right atrial (ra) lead was tangled up when device was flipped over which was confirmed through chest x-ray. Health care professional (hcp) stated that there is evidence of twiddler and no evidence of fractured lead or compromised pulse generator-lead integrity. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was tangled up when device was flipped over which was confirmed through chest x-ray. Health care professional (hcp) stated that there is evidence of twiddler and no evidence of fractured lead or compromised pulse generator-lead integrity. This lead remains in service. No adverse patient effects were reported.